Event description:
The customer reported that no data tele for all telemetry. The device was in clinical use at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the biomed and confirmed that there was no data tele for all telemetry. The root issue was that there was a network communication issue. They powered down the device and re-established the network. After the re-establishing the network, all telemetries were up and functioning as expected. The rse advised the biomed that an onsite visit to do an upgrade. The device was operational after the network was re-established were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.